Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: upon evaluation of heartmate ii lvas, serial number (B)(6), the presence of pump thrombosis was confirmed. The pump was returned assembled with the driveline cut approximately 10.25¿ from the pump housing, and the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft bend relief collar was returned disconnected. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Examination of the distal side of the inlet stator upon disassembly of the pump revealed a dark-red thrombus ring adhered around the inlet bearing cup and inlet bearing ball. The laminated structure of this thrombus and its areas of denaturation suggest that it formed over an undetermined period of time while (B)(6) was supporting the patient. An additional deposition was found along the rotor¿s midsection. This deposition was not adhered and exhibited a similar structure and color to the thrombus ring formation, suggesting that it may have originated from the inlet bearing cup/ball thrombus formation. The evaluation could not determine a specific cause for the development of the observed thrombi or a duration of time for which they were present in the device. Review of the submitted log files confirmed the report of power elevations. The account also communicated that the patient¿s lactate dehydrogenase (ldh) was elevated. The observed thrombus formations would have contributed to the report of elevated ldh and power. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06feb2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. Sections 1 "introduction" and 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on 07aug2020 due to thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Previous admission in reported in manufacturer report number 2916596-2020-04097. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) at 985 u/l, starting with power spikes and pi 7. She denied dark urine and her international normalized ratio (inr) was greater than 3.0. She was admitted on (B)(6) 2020 for the same thing and discharged home. Technical services reviewed the log file and saw unsustained power and flow elevations between (B)(6) 2020. In addition, power and flow appear to be trending upward while pi is trending down. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. Repeat log files were submitted which continued to capture transient elevations in power and flow from (B)(6) 2020. The patient underwent a pump exchange on (B)(6) 2020 due to thrombosis.